Manufacturer narrative:
Although the specific reason for the pt's revision is unk, because the pt's claim has been approved by depuy's third-party claims administrator, it is reasonable to conclude that the reason for the revision has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The report states: a medical professional acting on behalf of a pt contacted (B)(6) to initiate claim. Pt reported revision surgery. Reason for revision is unk. No further information is available at this time.